Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a therapy effectiveness issue. Device data determined there was a presence of noise and morphology changes. Rhythmcare discussed retesting the device and to consider system reposition. Review of device data determined this device delivered two inappropriate shocks due to a change in morphology. This device system was tested in clinic and noted to have failed automatic setup. The physician decided to explant this s-ICD system and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a therapy effectiveness issue. Device data determined there was a presence of noise and morphology changes. Rhythmcare discussed retesting the device and to consider system reposition. Review of device data determined this device delivered two inappropriate shocks due to a change in morphology. This device system was tested in clinic and noted to have failed automatic setup. The physician decided to explant this s-ICD system and replaced with a transvenous system. No additional adverse patient effects were reported.